Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of "failed us occlusion" was not reproduced. The device was sent to the flow lines for upstream occlusion testing and the device passed. A review of the event history log revealed upstream occlusion alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. The ultrasonic sensor will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.